Event description:
This patient with a history of hypertension was undergoing coil placement within non-ruptured left anterior communicating artery aneurysm in 2005. Aneurysm size 6mm x6mm x 4mm. Neck 3mm, neck/sac ratio .. The first two coils were placed without incident. The third coil, a4x10, was attempted. This coil was being repositioned for better placement. It was too long and not placed. A thrombus was noted. The thromboembolic event was reported as "probable" related to the dcs orbit. Serial angiograms were preformed in working projection which showed progressive decrease in the thrombus burden. Placement of a 3x4 coil was attempted, but access was lost. It was indicated that the procedure was stoped due to angiographic occusion, satisfactory result with the last coil, and inability to place more coils. Homogeneous coil packing into the aneurysm, and homogeneous and complete neck coverage of the aneurysm was reported as excellent. Complete obliteration and desired occulsion was obtained. The patient has not neurologica deficit.